Event description:
The lay user/pt contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
On 03/03/2010: the lay user/pt's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. Product analysis found the meter's display was cracked. If any add'l info is available, the FDA will be notified in a f/u report. At this time, we consider this matter closed.